Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot. Remove and replace battery, turn on receiver: passed. The receiver log was reviewed and screen error alarms and firmware errors were observed. The complaint was confirmed because a defective battery assembly prevented the receiver from powering on and will ceases to function. The root cause of receiver ceasing to function is a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.